Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. The stent was damaged and stretched its entire length. The stent had moved on the balloon in both directions over the proximal and distal markerbands. The crimp data was reviewed and there were no issues to note. The maximum stent profile was found to be within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery (rca). A 3.00 x 28 synergy drug eluting stent was advanced but failed to cross the lesion. The device was re-advanced however, the stent struts got deformed. Dilation was performed with a non-bsc balloon and the procedure was completed with another 3.00 x 28 synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery (rca). A 3.00 x 28 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was re-advanced however, the stent struts got deformed. Dilation was performed with a non-bsc balloon and the procedure was completed with another 3.00 x 28 synergy¿ stent. No patient complications were reported and the patient's status was stable.